Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 stopped working in middle of case well trying to cauterize the branch. The troubleshooting steps taken included re-connected the black cord, opened another black cord, changed the hemopro box, turned the hemopro console on and off, wiped the hemopro jaw with wet gauze and nothing worked. This happened three times with same tissue. The pre-cautery test was performed per the IFU. Finished case by opening a new kit. Resulted in extra time in case, 10- 15minutes to try all the troubleshooting steps. The jaws, the heater wire and the silicone were intact. Power setting at 3. Unknown if polyfuse was in effect. No issues with the power supply. No adverse event, but potential there.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 05/28/2025. An investigation was conducted on 7/16/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device did not transect tissue four (4) times. The device was able to transect tissue twice after it there was no power to the jaws. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed. A manufacturing engineer evaluation was conducted. The reported failure of "failure to cut" was not confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. It was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. The device passed the pre-cautery test; as it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. See attached manufacturing engineering evaluation. The lot # 3000466298 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.